Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Lead reprogramming was done but the stimulation was not resolved. The lead remains in use. No further patient complications have been reported as a result of this event.